Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hit and the touch screen became shattered and partially unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump along with insulin injections for insulin therapy.